Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This MDR has been already submitted july 11, 2018 and resubmitted due to missing 3rd acknowledgment. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chelonae. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication with the customer livanova (B)(4) learned that the device was cleaned according the instruction for use and placed inside the operation theatre. The device was positioned approximately 1 meter away from the surgery bed, and with the fan positioned away from the patient field. Test results confirming the contamination with mycobacterium chelonae were provided.